Manufacturer narrative:
(B)(4). Date sent: 2/22/2021. One photo received. During the visual analysis of one photo, the following was observed: the photo shows a piece of tissue on the hands of a person and with a staple line on the tissue and on the proximal end was noted what appears to be the tip of a suture. Based on the photo reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Month is unknown, assumed jan. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in post op care. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy using long60a, gst60t, and ech60r. First firing 1 staple was malformed and sticking out of the tissue. The case was completed successfully.